Manufacturer narrative:
Olympus field service engineer (fse) was dispatched to the user facility. The device was evaluated for video output function issue and, the user report was confirmed. No additional information has been obtained. If additional information is provided a supplemental report will be filed.

Event description:
The customer reported to olympus, during a routine checkup the the video system, the video output function was not working. It was noted, no video signals could be found with all the video ports of the rear panel, when camera was connected to it. It was also noted, a field service engineer (fse) was able to confirm that the video connector was not broken but image/video was not available. Corrosion was noted on the video output ports and rear panel of the device. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The olympus service center confirmed the customer's event which was caused by a faulty main board. In addition, corrosion was present on the video output ports and the rear panel of the device, the flickering image was due to a faulty receptacle unit, tracks of the front panel's cable were found deformed, the plate on the top cover and cul seal on the chassis were found missing, there was minor rust on the chassis, a minor hit and scratches found on the power switch, scratches found on top cover and minor deformation found on side sticker of top cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred from a faulty main board. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.